Event description:
It was reported that during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber began forward firing. This fiber was used for 205,502 joules and 26 minutes. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber began forward firing. This fiber was used for 205,502 joules and 26 minutes. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified the fiber was in good condition. Also, the fiber was received with 2 fiber cards, one of which likely belongs to the fiber that was used to complete the case. No issues were identified in either card data. Fiber card 1 indicated that the fiber was recognized by the console, and it fired. A soft joule limit was issued, which is not a failure. It is the point at which fiber removal from the console would invalidate further fiber usage. The fiber card 2 showed the fiber was not expired, was recognized by the console, and was fired. Microscope inspection identified that the total internal reflection (tir) was not aligned with the output window, indicating a glue failure occurred. Additionally, there was a severe debris adhesion of the fiber tip, indicating that the tip was buried into tissue during use, which is advised against in the instructions for use (IFU) and is the likely cause of overheating and subsequent glue failure. Also, the red directional indicator was misaligned with the output window, indicating that excessive torque force was applied during use. Further, damage to the silver outer flow tube was noted. This could be due to the aforementioned torquing and burying the tip into tissue. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to glass/metal cap misalignment due to glue failure. The hene (helium-neon) test found no breaks along the fiber length. Functional testing to verify the forward firing output rate showed is below the threshold for potential patient harm. The reported event of forward firing was not confirmed. A DHR review indicated that there were no manufacturing issues that could have contributed to any failures. According to the device instructions for use (IFU), there was no evidence that the device was not used in accordance with the IFU. It was conducted and cautions stating: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Based on analysis results, the interaction between the user and device, or sample, caused or contributed to the error. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A device history record (DHR) review was not performed as the lot number is unknown, and a ship history review could not be performed to identify most probable lots. A labeling review was performed on the device instructions for use (IFU) caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber began forward firing. This fiber was used for (B)(4) joules and 26 minutes. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.